Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. A revision was performed and the ICD was explanted while the right ventricular (rv) lead was capped. There was oversensing and undersensing noted on the stored episodes. This device was not returned for analysis. No additional adverse patient effects were reported.